Manufacturer narrative:
E1: first name and last name of initial reporter is unknown, h3: product analysis for part#: 5584111; lot#: sw19k007 visual inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has broken. Optical examination of the fracture surface revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with overload as the mechanism of failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for unknown spinal therapy. It was reported that the tip is stripped. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that the device was used numerous times and not an initial defect.